Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ the lens is damaged and half the screen goes black¿ could not be confirmed or duplicated. However, sharp dents were found on the probe and excessive scratches were noted on the bending section rubber. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that the scope¿s lens was damaged and half of the display goes black. There was no patient involvement reported.